Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was in pain. The patient was redirected to their healthcare provider. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported they were in the emergency room for reasons other than the evaluation and had just gotten home. The patient did not have their diary available, and would call back. On (B)(6) 2018 the patient reported that when they were in the hospital for an unrelated reason, they found that they had a urinary tract infection. The patient was advised to contact their healthcare provider. No further complications were reported.